Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure complications cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received about the event. As of the date of this report, the system/instrument logs are not available for isi to review. As of 22-sep-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed chest pain on post-operative day #6 and a pneumothorax was identified. As a result, a chest tube was placed to resolve the post-procedure complication. At this time, the cause of the pneumothorax is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, a chest x-ray performed 2 hours post-procedurally revealed no pneumothoraces. However, 6 days later, a scheduled pet-CT scan was performed prior to a scheduled bronchoscopy and a right-sided moderate pneumothorax was identified. It was noted that the patient was symptomatic. As a result, the patient was taken to the ER, a chest tube was placed, and the patient was kept overnight for observation. A follow-up chest x-ray was performed on (B)(6) 2020 and no pneumothoraces were identified. On 23-sep-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was recorded on video. However, as of the date of this report, the video has not been provided to isi for review. There were no reported malfunctions of an ion system, instrument, or accessory. On post-operative day #6, the patient developed symptoms of chest pain. The size of the pneumothorax was not provided on the chest x-ray report.